Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found four untreated episodes and two treated episodes due to oversensing of noise. During each treated episode, one inappropriate shock was delivered. The sensing had low amplitude in all three vectors which had caused the smart pass feature to become disabled. Ts recommended x-rays and turning off therapy. It was noted that therapy will be turned off by order of the doctor and given a life vest. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this patient has received a transvenous system that was not manufactured by boston scientific and this s-ICD system was explanted. No additional adverse patient effects were reported outside of therapy upgrade procedure. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found four untreated episodes and two treated episodes due to oversensing of noise. During each treated episode, one inappropriate shock was delivered. The sensing had low amplitude in all three vectors which had caused the smart pass feature to become disabled. Ts recommended x-rays and turning off therapy. It was noted that therapy will be turned off by order of the doctor and given a life vest. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient received two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found four untreated episodes and two treated episodes due to oversensing of noise. During each treated episode, one inappropriate shock was delivered. The sensing had low amplitude in all three vectors which had caused the smart pass feature to become disabled. Ts recommended x-rays and turning off therapy. It was noted that therapy will be turned off by order of the doctor and given a life vest. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this patient has received a transvenous system that was not manufactured by boston scientific and this s-ICD system was explanted. No additional adverse patient effects were reported outside of therapy upgrade procedure.